Event description:
A dentist burned first degree the lip of a pt with a dental handpiece. The handpiece was in a very bad state of maintenance and unusable for a long time. The last maintenance is dated 04/20/1995 and the handpiece was quite beyond of repair. The company advised the user of proper maintenance accordingly the user's guide.